Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient. The patient was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss or change in therapy. The friend/family member reported that they needed help because they were having problems with the stimulator not working and noted that the patient was still going pretty bad. The patient was not feeling stimulation and therapy was confirmed to be on. The amplitude was increased but the patient did not feel stimulation in the correct area. It was indicated that stimulation was initially increased to the point where the stimulation sensation was painful for the patient but when the stimulation was decreased back down again the patient was not feeling anything. It was reviewed that if the patient had to choose between painful stimulation versus not feeling stimulation that it was better to keep it where they were not feeling it and were not in discomfort. It was advised to have the patient follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.